Event description:
The report received from the affiliate indicated that when the operator tried to inflate the balloon catheter on the 2.5x23mm cypher select plus stent delivery system, he noticed that liquid leaked out through the hub because it was chipped. A new catheter was used to complete the operation. There were no adverse pt consequences.

Manufacturer narrative:
Please note that this device is not distributed in the united states. However, it belongs to the same class of devices as the us distributed cypher sirolimus drug eluting stent. It is also available for testing and eval, but the engineering report is not yet available. Additional info received will be submitted within 30 days upon receipts.